Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with vacp for the clavicle diaphysis fracture. During temporal plate fixation, the compression wire was broken off at the ball part. Although the surgeon tried to remove the broken part, it could not be removed and remained in the patient. The surgery was completed successfully with 40 minutes surgical delay. This is the third similar case at the facility, and this is the second case for the surgeon. The similar cases have been reported in (B)(4). The surgeon has also experienced the similar case which has been reported in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part:03.211.410.01s lot:298l449 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date:10 apr 2024 expiration date: 01 apr 2034. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.211.410.01-15 lot: 9603p91 manufacturing site: balsthal release to warehouse: 25-mar-2024 a DHR evaluation was performed for the finished device article # 03.211.410.01-15 lot # 9603p91, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.